Event description:
It was reported that during a flexible ureteral lithotripsy procedure for kidney stones, it was identified that the fiber could not transmit energy correctly. The procedure was completed with another fiber without patient complications. The fiber was returned and analyzed, and an internal connector fracture was identified.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found that the fiber was broken in two pieces. In addition, the fiber tip was degraded. Please note that fibers are consumable devices and are expected to degrade with use. Additionally, the fiber connector was analyzed, and it was found that light was exiting the connector face, indicative of an internal connector fracture. This anomaly could lead to an insufficient aiming beam or low laser energy output and up to a complete inability for the fiber to fire, confirming the reported event. The fiber break most likely occurred because the fiber was fired after the internal connector fractured, leading to overheating of the device and causing the fiber break. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.